Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event could not be reproduced. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had an e226 scope communication error when powered on. The issue was found during preparation for use for a diagnostic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and evaluation results. Correction h10 (device evaluation results). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. In addition, the following non-reportable malfunctions were found during the device evaluation: damage to the video connector pin. Based on the results of the investigation, a definitive root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.